Event description:
Initial right total hip arthroplasty performed, due to a fall. Resulting, in a displaced right transcervical femoral neck fracture. Subsequently, the patient was revised, due to pain and elevated metal ion level. During the revision, a blackened line was noted, around the interface between the head and the prosthetic neck. Consistent with corrosion or trunnionosis. The stem was noted, to be well fixed. The liner and head were exchanged without complications.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper, plasma sprayed press-fit cementless, size 7.5 standard offset reduced neck length. Concomitant medical products: 00801803605, femoral head sterile, product do not resterilize 12/14 taper unknown; 00-8757-052-01, continuum cup size 52mm unknown; unknown 25mm acetabular screw unknown; 00-6250-065-30, 6.5 x 30mm acetabular screw (x2) unknown; 00-8751-010-36, liner neutral highly crosslinked, continuum 36x52 unknown. Customer has indicated, that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d10, g3, g6, h2, h4. D10: 00-8757-052-01 continuum cluster-hole shell, 52 ii 64004377. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 64076424. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 64145412. 00-8751-010-36 liner neutral highly crosslinked continuum 36x52 64052273.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Proposed code: mechanical (g04) ¿ stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pre-op CT and xray show well-placed, well-fixed implants. Patient has had persistent pain around her hip. Somewhat mixed inflammatory markers, slightly elevated cobalt with normal chromium. General anesthesia, ebl 100ml and previous incision utilized. Scar tissue was released. Modest amount of milky fluid was noted, sampled, and sent for culture. Blackened line was noted around the interface between the head and the prosthetic neck, consistent with corrosion or trunnionosis. Stem was well fixed. Liner was removed, there was no evidence of poly wear. Tissue deep to the liner overlying the component was noted and sent for culture. Final xray demonstrated implants in good position. Patient to recovery in stable condition. No intraoperative complications noted. A definitive root cause cannot be determined. Based on the medical records provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.